Manufacturer narrative:
(B)(4). The cause of this peritonitis was undetermined.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow up MDR will be sent.

Event description:
This is a report of a peritoneal dialysis (pd) patient who experienced peritonitis and subsequently died. Prior to death, the patient was hospitalized and diagnosed with peritonitis. Treatment was not reported. The cause of the peritonitis was unknown. The patient had not recovered from the peritonitis prior to death. It was not reported if pd therapy was ongoing until the time of death. It was not reported if an autopsy was performed.